Manufacturer narrative:
(B) (4): eval results: device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with a slight gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The left and right cusps were stiff adjacent to the left right commissure due to visible mineralization. Tears on the tunica of all cusps appeared to be due to the removal of host tissue during explant. A cut in the belly of the right cusp appeared to be due to a sharp object, such as scalpel. All commissures were intact. Glistening off-white pannus lined all cusps along the inflow margin of attachment, into all inferior coaptive areas, extending 1 to 6 mm onto all cusps, significantly reducing the inflow orifice area. Remnants of pannus remained attached to the existing sewing ring on the outflow adjacent to the non-coronary cusp. Remnants of pannus remained attached to the outflow rail adjacent to the left cusp. As significant amount of pannus appeared to have been removed on the inflow during explant. Radiography showed extensive mineralization in the left and right commissure and right cusp along the margin of attachment. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4.5 years, was explanted due to calcification.